Manufacturer narrative:
(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during an emr (endoscopic mucosal resection) procedure within the colon performed on (B)(6), 2012.according to the complainant, during the procedure, the clip failed to release from the delivery catheter. The clip eventually separated after manipulating the device, and then the procedure was completed with another resolution clip.no patient complications resulted from this event. The patient condition was reported as stable post procedure.